Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.

Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken gray connector and replaced the defective component. The device was repaired according to specifications. A test cycle was performed and completed without errors. Software attributes were verified and confirmed. The equipment passed the electrical safety test. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a gray connector was damaged and needed replacement on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.